Event description:
It was reported that, a femoral head impactor was discovered broken. As this was noticed after being cleaned by the spd, there was not any patient involved.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirms that small part of the device is returned which appears to be broken and damaged. The returned part also has significant amount of wear and tear . A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions a review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A contribution of the device to the reported event could be corroborated as the device shows signs of damage. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.